Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the office identified two (2) different lots associated with the black specks, the office could not verify which lot had been used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4252004 and 4427234. The office could not recall patient or incident details. The composite was drilled out and the procedure was repeated during the same office visit. To date, the patient is doing fine. A visual evaluation was performed on the returned product, yielding results within specifications.

Event description:
A doctor alleged that black specks were present in the sonicfill composite after light curing restorations on approximately twelve (12) patients. This is the seventh of twelve (12) reports.